Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: reporter is a j&j employee. Device evaluated by MFR, device manufacture date,: part # 03.043.028-us lot # 20253902. Manufacturing site: (B)(6). Release to warehouse date: (B)(6). Supplier: (B)(6). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Note: DHR information was retrieved from pi-16611648160062878 as it is the same lot number and lot number name. The product was returned to depuy synthes and sent to r&d for evaluation. The r&d team conducted a visual inspection of the returned device. Visual analysis of the returned sample was performed on driving cap. It was reported that the pin fell out of driving cap. The distal and proximal pins fell apart due to breakage of the laser weld, the pins were not returned. Additionally, due to the missing pins, the pull button and the spring are unattached from their original positioning but still within the device. Returned part was assessed by r&d and sent to materials and testing. The weld at the tip of the part which is manufactured by the same vendor was assessed. Materials and testing provided drafted report that showed some deficiencies in the weld. Conclusion from r&d was that although the weld might not be perfect there must be some significant load leading to the failure of the weld. Materials and testing subsequently performed a finite element analysis to investigate origin of stress at the interface between cross pin and pull button. Analysis showed that strong off axis hammer blows can lead to oscillations in the system that can cause stress that can lead to breakage of the laser weld at the end of the pin and subsequent migration. The dimensional inspection was not performed due to post-manufacturing damage. A functional test was not performed since it is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the driving cap. Based on the testing performed by materials and testing, the root cause can be determined to be traced to the user. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2022, the pin fell out of the driving cap. The case was completed without issue or delay. There was patient involvement. No further information is available. This report involves one driving cap. This is report 1 of 1 for (B)(4).